Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient exhibited shortness of breath and a large posterior pericardial effusion without cardiac tamponade. The patient was taken into the operating room and a pericardial drain was placed. The physician drained blood and fluid from the pericardial space, and the drain was left for observation overnight. The next day, the physician attempted to reposition the right ventricular lead, but the helix did not extend so the lead was explanted and replaced. The patient did not experience any complications during or post procedure. The physician stated that it was unclear if the lead had perforated through the wall or if it was directly responsible for the pericardial effusion.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Helix mechanism testing was unable to be performed due to the condition of the helix as received.